Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered implant 3.25 x 11.5mm (nt3211) and implant mount 3.4mm(d) x 15mm(l) (mmc15) were returned for investigation. A visual inspection of the as returned product identified that the implant threads are worn from use, and the mount screw hex is rounded out. Functional testing confirmed that the mount screw will no longer engage with a mating driver, thus preventing the mount from being removed. The alleged device malfunction was confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint cannot be determined.

Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown.

Event description:
It was reported that the implant (nt3211) would not disengage from the mount. Another implant and mount was used to complete the procedure. Tooth location 14.